Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk oversensing of atrial signals on the ventricular channel. The lead also exhibited oversensing of noisy signals. The device was reprogrammed to resolve the issue. The lead exhibited loss of capture (loc) several years later. The lead remains in use. No adverse patient effects were reported.